Event description:
It was reported that the patient had coupling or communication issues with their implantable neurostimulator and he went 1-2 months without recharging his device. At a recharging session with a manufacturer representative, a power on reset condition was cleared and high impedances were found. The patient's neurostimulator was charged to 100 percent capacity and the patient received stimulation where he needed it. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial # (B)(4), extension model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; recharger model 37752, serial # (B)(4).